Event description:
The facility is reporting that a patient developed a post-operative infection. The procedure was a knee re-surgery repair for an acl that was originally repaired 15 years prior to this and had over time / usage failed or become inadequate. This arthroscopic repair (acl and partial meniscectomy) took place at oregon outpatient surgery center in 2009; at this time the previous unidentified fixation devices were removed, and various manufacturers' instrumentation (to include "shavers"), various manufacturers' fixation devices, sutures and allograft were all used to complete this procedure successfully. Three days post-op, the patient presented at the hospital with "spiking fever, temperature of 102.2 f and increasing pain and swelling in the operative (left) knee. The patient was evaluated by the emergency room staff and was noted to have a white count of 12 with a normal differential. At this point there was concern for knee "erythema and warmth; the patient was transferred to meridian park hospital for further care. The patient is on "baby aspirin, morphine, oxycodone and stool softeners; although the patient has a slight improvement, he still complains of knee pain, experiencing hallucinations with his ms contin and has used only percocet. He also has experienced occasional shaking and spasming in the subject leg and occasional chills. At this point the subject knee was aspirated, fluid ans swab samples taken and labeled. Lab results indicate "joint sepsis"; 96,000 white cell count with 97% polymorphonuclear leukocytes. Now three days later, a re-surgery performed; arthroscopically, the subject knee was irrigated and debrided. The graft (rti biologics, tissue lot # 101058786) was evaluated and was found to be extremely soft whispy. It appeared to have lost all functional tension, and was "consistent with an infected graft". The graft was removed completely removed; sample of graft taken and stent for culture. Also all fixation devices were removed; the mitek tibial biontrafix screw and sheath were removed without difficultly; the femoral "artheocare cayenne (catalog # cm-2911 /lot # 088835308)" fixation device was also removed. No re-repair performed at this time; knee drained, drugs administered and wounds sutured. PICC line placed and antibiotics therapy tailored to the results of the pre and intraoperative cultures. They are talking of 3 to 6 weeks of antibiotic therapy before revisiting the subject knee for re-fixation. This is the current information. Will query the facility contact soon for update. Also see associated MDR 1221934-2009-00303.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.